Manufacturer narrative:
Follow-up # 1 ((B)(6) 2011)-device evaluation: the test strips and control solution involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(6) 2011 the control solution passed all testing with no faults found. On (B)(6) 2011 the test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
510(k)# is k082590. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because inaccurate control high was not resolved with troubleshooting.